Manufacturer narrative:
The suspect device was received by quest medical on 12/27/2022. Subsequent investigation of the device confirmed the reported complaint condition, as the device was found to be leaking at the trifurcated luer. Quest will continue to monitor complaint trends for this condition.

Event description:
It was reported to quest medical by (B)(6) hospital and medical center of an alleged leaking IV administration set, requiring the set to be changed out. It was confirmed that there were no patient complications.